Event description:
It was reported that high impedances ¿>40000¿ ohms were measured on contact 11 of the patient¿s system. The patient¿s physician was reported to have ¿not believed it was a problem with the implant¿ and instead ¿said it must be a hardware issue.¿ the patient underwent reprogramming and x-rays as a result of the event. The outcome of these procedures was not provided at the time of report. It was ¿unknown¿ whether the patient had experienced any symptoms or complications due to the event. The patient was reported to be alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3389, serial# unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was "receiving therapy" at the time of follow-up. The issue was reportedly determined to be a high impedance issue and "thus a conductor wire fracture."

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0203915670, implanted: (B)(6) 2010, product type: lead. Product ID 3389-28, lot# 0203915769, implanted: (B)(6) 2010, product type: lead.